Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leaked from an unspecified location was reported which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified dwell step of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unknown location. The alarm was cleared and the hp started over with new supplies. Renal therapy service (rts)s advised the hp to contact the hospital regarding the issue and to finalize the therapy. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.